Event description:
A device report from synthes gmbh indicated a hospital in (B)(6) reported: patient was implanted with plate and screw construct on an unknown date. The ccd angle of the patient has widened up and two screws broke post-operative. Patient was returned to the (B)(6) on (B)(6) 2012 for removal of hardware. Patient was revised to a new hip plate. This is 4 of 4 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.